Event description:
It was reported that the right ventricular and right atrial leads exhibited high impedance and noise. A possible pacemaker header issue was suspected to be a potential cause of the impedance and noise issues. On (B)(6) 2018, the device and leads were explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of noise and high impedance was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.